Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken in the distal section end at 328cm from the proximal section, the distal tip was returned. Also it has the spring tip unraveled and kinked and the body kinked in the middle of the device. Overall length and outer diameter of the distal tip couldn't be measured due to the device condition. The outer diameter of the middle of the device and the proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. The 36mm x 3.0mm, 95% stenosed lesion was located in the moderately tortuous and severely calcified left coronary artery. A 330cm rotawire¿ was selected for use. During the procedure, it was noted that the rotawire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. The 36mm x 3.0mm, 95% stenosed lesion was located in the moderately tortuous and severely calcified left coronary artery. A 330cm rotawire¿ was selected for use. During the procedure, it was noted that the rotawire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.